Event description:
It was reported that the pt was experiencing shocking and jolting sensations from her interstim device. Impedance measurements were normal. Further info is being requested from the hcp.